Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 420 mg/dl at the time of incident and the current blood glucose was 188 mg/dl. It was unknown that whether the auto mode used or not. Customer also reported that the issue with the infusion set insertion site. Customer stated that the site was actively bleeding at time of the call. The device will not be returned for analysis.